Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. Product event summary: analysis confirmed the reported event; the display shows a self test error (failure data had been stored in the out of service log). Analysis also found the lcd (liquid crystal display) had leak spots and the battery drawer and battery compartment were dirty (battery leakage). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a self test error. The external pulse generator was returned to the manufacturer for service, analyzed and tested out of specification. There was no patient involvement.